Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field events of reset and unanticipated therapy were confirmed in the laboratory. The cause of the reset was a memory error. Review of the electrograms indicated the cause of the unanticipated therapy was atrial fibrillation with rapid ventricular response. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to atrial fibrillation with rapid ventricular response. High, out of range high voltage lead impedance was also observed in the episodes, however, in-clinic impedance measurements were in normal range. The system was explanted and replaced.